Event description:
Reply to (B)(4). Product 6215 was shipped in a box that was labeled for product 6220. Product 6220 was correct for the pt. Product 6215 was not used on the pt. The mislabeling was reported to arc medical, inc. On (B)(6) 2012, and the correct product was shipped overnight to the user. The incorrectly labeled product was returned to arc medical, inc. The individuals involved in the incorrect product being shipped were informed of the mistake and corrective action was taken.

Manufacturer narrative:
Product 6215 was shipped in a box that was labeled for product 6220. Product 6220 was correct for the pt. Product 6215 was not used on the pt. The mislabeling was reported to arc medical, inc. On (B)(4) 2012, and the correct product was shipped overnight to the user. The incorrectly labeled product was returned to arc medical, inc. The individuals involved in the incorrect product being shipped were informed of the mistake and corrective action was taken.